Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got a batch of touchless plus catheters that were not good and was unable to use as the port hole was not closed with enough lubricant and the pieces was hanging from port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a batch of touchless plus catheters that were not good and was unable to use as the port hole was not closed with enough lubricant and the pieces was hanging from port.